Event description:
Discordant, falsely low sodium results were obtained on two patient samples on an advia 1800 instrument. The discordant sodium results were not reported to the physician(s). The samples were retested on an alternate instrument and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens healthcare diagnostics customer service engineer (cse) was dispatched to the customer site for instrument evaluation. The cse cleaned the ion selective electrode (ise) module. The cse also replaced the chloride electrode and successfully ran a cv check. The cse performed a buffer prime and successfully ran qc. The cause of the discordant sodium results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.